Event description:
Physician used a spider embolic protection device during a directional atherectomy procedure. It is reported that during removal of the spider device post-treatment, the filter basket became stuck and pulled off the delivery wire in the left common femoral artery. It was reported that sheath was kinked during attempted withdrawal of the spider device. Physician attempted to retrieve detached component through a .035 trailblazer but was unsuccessful. Filter basked was removed via surgical cutdown. No further patient complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.